Event description:
It was reported via repair work order that the communication cord pulled out of the nurse call. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.